Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-dec-2025, it was reported by a sales representative via email that an ar-3740sp double-loaded knotless fibertak anchor was inserted into the lateral femoral condyle. The tunnel was drilled, and the anchor was inserted in standard fashion. Upon removal of the inserter, one of the self-punching metal prongs was missing and remained in the lateral femoral condyle. The surgeon attempted to set the anchor, which subsequently pulled out, while the metal prong remained in the bone. The surgeon elected to drill a new tunnel, and a second ar-3740sp was opened and implanted without issue. This was discovered during a let procedure on (B)(6) 2025. The case was completed successfully, and all broken fragments were removed. Additional information was received on 30-dec-2025: the metal prong was not removed from the patient. An ar-3740sp double-loaded knotless knee fibertak anchor was used to complete the case. The case was delayed five minutes. It is unknown if additional anesthesia was administered. The bone quality was assessed as normal.